Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.1. Franklin lakes has been listed as the manufacturer. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #:unknown batch#:unknown. It was reported that the bd syringe had a scale marking issue. The following information was provided by the initial reporter: it was reported by customer that the black markings rub off the syringe and this has never happened before, the ink will literally rub off on our fingers. Verbatim: rcc received a complaint via email. Email(s) attached. We purchase, and have purchased monthly for years, the 10 ml luer-lok syringe to administer my daughters meds via g-tube. We experienced this problem with the supply included in our april shipment. The black markings rub off the syringe. This has never happened before. The ink will literally rub off on our fingers. The syringe itself feels oily? Slippery? Very unusual. This was noticed by our homecare nurse as well. Has there been a change in the manufacturing process? Concern lies not only in not being able to reuse the syringes but the toxicity of the ink. I look forward to hearing from you.